Manufacturer narrative:
The insulin pump was received with high sleep current and had failed battery test alarms at the long trace history file; the problem was isolated to the printed circuit board assembly. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than 3 days week. Customer indicated that the batteries were brand new. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the problem persists after customer troubleshoot the pump. The customer was advised that the device would be replaced and to return the product for analysis.